Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "my heartrate is going up to 131, and I am having to sit down. I starting to feel tightness in my chest when I am walking around.". It was further reported that after changes were made to the device programming, they experienced accelerated heart rates and chest tightness. Their heart rate was at "131 taking the garbage out and lifting the lid". "When I go to the bathroom to pee, I get my heart rate up. Anything above 100 I feel a pressure in my chest". The patient also explained, "I feel a sensation behind my pacemaker or there around it". It was further noted that, "I'm having a real high heart rate with movement. One time it went down to 44 the other evening. One night it went to 139 when I was brushing my teeth. I'm worried that a lead has come loose. I've had excruciating pain around the pacemaker and just about took me to the floor. It was further reported by the patient that their ipg was "giving me trouble and its going down to 42 and stays there a while". The patient stated that their heart rate went down to 58 when their pacemaker was set to 80 and was making them feel bad. Patient stated that their heart rate went down to 60 and then it was at 66. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.